Manufacturer narrative:
Insulin pump received with an intermittent buttons due to corroded keypad traces. No button error alarms noted. Insulin pump was received with minor scratches on lcd window, cracked case at display window corners and missing end cap sticker.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 400 mg/dl. Alarm occurred during normal use. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.